Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels. The customer suffered a seizure and lost consciousness. The customer had delivered a 3.0 unit bolus three hours prior to the event, and felt that the insulin pump gave her more insulin than she programmed. The customer stated that she had an MRI scan done, but the insulin pump was not in the room. Troubleshooting was performed, and the daily totals did not add up correctly. The customer could not continue troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.